Event description:
It has been reported to philips that af:m:00:00" is displayed on the allura device and the device does not boot up. There was no reported patient or user harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting past 00:00. Fse confirmed that there is a malfunction of flexvision pc. The fse restart the system, the system was returned to use in good working order. Occurrence - previous 14november 2022, the reported issue reoccurred, and flexvision pc failed due to a grabber card failure. The rse advised the customer to reboot the system, which temporarily solved the issue. The codes were updated based on the investigation outcome.